Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The consumer reports that cataract surgery with the implantation of a crystalens intraocular lens was performed in the left eye. Soon after the surgery she started experiencing halos, starburst and glare which affected her ability to drive at night. Her visual acuity declined from 20/30 to 20/60. A contact lens was prescribed for distance vision which also helped reduce the visual disturbances to some extent. Approximately four months postoperatively, it was decided to explant the lens and replace it with another iol. According to the pt, the surgeon was not able to remove the entire crystalens iol, and some portion of the iol remained in her eye.